Event description:
It was reported that the customer had an issue with the up arrow button on the insulin pump. The up arrow button was unresponsive. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The insulin pump has cracked case at display window corners, battery tube threads and with minor scratched display window.